Event description:
Pharmacy reported that a technician was cleaning the back of the pump module with an alcohol swab when they received an electrical shock. Closer observation revealed that a umb cable was frayed. Pharmacy reported that the technician did not require medical intervention.